Event description:
Change in therapy effect was reported. The patient had not been reaching efficacy for several months. Distal portion of catheter was revised. The pump delivered morphine and bupivicaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8731sc, lot # n272615003, implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).